Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system did not boot up. It stuck at the 0:00 count down screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision computer and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified a field service engineer (fse) visited onsite and found system does not fully boot up. After reviewing log file fse found malfunction on flex vision pc. Upon troubleshooting fse found dimms may not function which are used on the system as host pc, flex vision pc, and ippc. The cause of the flex vision pc failure determined by the supplier's part analysis that malfunction was due to failed dimms. To resolve the issue fse replaced flex vision pc. After replacement of flex vision pc, the system was working as intended. The codes were updated based on the investigation outcome.